Event description:
The physician reported that the patient had a late infection and that he intended to remove the encore system. The physician placed a drain that did not appear to resolve the issue. The physician intended to remove the encore system but this has not been confirmed. FDA provided feedback in its FDA form 483 dated december 15, 2022, indicating that this event should have been reported to FDA. As a result, a medical device report shall be filed, as soon as possible.